Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens with a -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation and refractive suprise. The problem was not resolved. Cause is reported as unknown. Reportedly, "due to the patient's difficulty in visual proximity, the icl degree was adjusted to -8.5."